Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant of right atrial (ra) lead and right ventricular (rv) lead, the patient developed post-cardiac injury syndrome and pericardial effusion. The ra and rv lead were replaced. No further patient complications have been reported as a result of this event.